Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer attempted to deliver a bolus but saw no insulin coming out of the tubing. Customer's blood glucose level was 302-341 mg/dl. Customer acknowledged that the patient line was pinched due to user error, causing insulin flow to be stopped. Reportedly, customer resolved issue by adjusting the tubing placement.